Manufacturer narrative:
Additional information: d4, h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the coated portion was rubbed against a metal area of the endoscope. This might have caused the coated portion to tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of checking the instruction manual IFU, the following descriptions related to this event were found. Drawing number and revision number of IFU: gk6214, 16 ¿ when using the kd-v451m, do not forcefully contact the coated portion of the cutting knife. Doing so could damage the coated portion of the cutting knife. Instrument damage malfunction can result. ¿ advance the cutting knife. Make sure that the cutting knife is not deformed and that no foreign objects are attached to it. ¿ do not insert the instrument into the endoscope while the cutting knife is extended. Otherwise, the distal end of the insertion portion may extend from the distal end of the endoscope abruptly, which could cause patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the endoscope and/or instrument ¿ do not advance or extend the instrument abruptly. Doing so could cause patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the endoscope and/or instrument could be damaged. ¿ when using the kd-v451m, and any irregularity is detected on the coated surface of the cutting knife, immediately stop using it. Otherwise, patient injury such as perforation, bleeding, and mucous membrane damage could occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single-use needle knife exhibited a torn coating of the cutting knife. This occurred during an unknown procedure - the procedure was completed with a similar back-up device. There were no reports of patient harm.